Event description:
It was found during a database search that the patient had expired approximately 6 months after implant. Follow up revealed the patient had been discharged from the hospital the day before death and diagnosed with coronary artery disease in the main artery as well as a low ejection fraction. The day of the death, the patient collapsed at home and initial rhythm in the emergency department and by emergency medical personnel showed asystole with pacer spikes. No complaints, allegations or previous contacts have been made against the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.